Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels exceeded 400 mg/dl while wearing the pod between 36 and 48 hours on the arm. Patient was experiencing chest pain and pressure. Patient was concerned so they went to the hospital. The patient stated that the medical professionals provided (lantus and humalog) insulin injections after suspending the pod for twelve (12) hours. They also administered covid-19 and influenza tests, stress tests, EKG and a flu shot.